Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device was completely removed from the patient after it ruptured.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. There was blood and contrast in the inflation lumen and balloon. Magnified inspection revealed a pinhole in the balloon wall 3mm from the proximal edge of the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was further reported that the device was completely removed from the patient after it ruptured.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous distal right coronary artery. A 12mm x 3.00mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, on the third inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with another 12mm x 3.00mm nc quantum apex¿ balloon catheter. No patient complications were reported and the patient's status was good.